Event description:
It was reported that during a stent procedure, during the inflation of the stent delivery system (sds), contrast was seen leaking into the distal part of the vessel. Further balloon inflations were not effective. During withdrawal of the sds, the stent dislocated 8-10 mm from the lesion site. A balloon catheter was used to fully expand the stent in the unintended site. An additional was implanted at the lesion site.